Event description:
Related manufacturer reference number: 2017865-2023-23677. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead and right atrial lead were on top of each other. It was suspected that either the patient was in junctional tachycardia, or the right atrial lead had fallen into the ventricle. Chest x-ray confirmed that both leads were wrapped around each other and had dislodged. The leads were explanted and replaced. The patient was in stable condition post-procedure.